Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim and medical records received. Medical records indicate the patient was implanted with a left total hip in 1991. She underwent her first revision on (B)(6) 2005. During the revision the srom sleeve (placed 2001) was noted to be well fixed. The stem was revised, but removal of the stem was done for acetabular visualization. While implanting the new srom stem a small vertical crack occured at the distal part of the femur just below the implant. Cables were placed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.